Event description:
On 01-dec-09, stryker biotech reviewed a literature article (enhancement of difficult nonunion in children with osteogenic protein-1 (op-1) - early experience. Bruno dohin md, noemi dahan-oliel msc, francois fassier md, reggie hamdy md. (Clin orthop relat res. Doi 10.1007/s11999-009-0967-7) that describes a retrospective chart review of 19 pediatric pts in (B)(6) who received op-1 implant between 1999 and 2007. The article indicates that some pts experienced non-union and superficial pin site infections. Further info has been requested from the authors regarding details of these pts and adverse events experienced. This initial MDR is being submitted as an aggregate report until further info is rec'd.

Manufacturer narrative:
.